Event description:
It was reported that the patient was admitted for cardiac arrest on (B)(6) 2022. Their log files were reviewed and found intermittent low flow events. The patient was also septic. Care was withdrawn on (B)(6) 2022 and the patient expired.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the cause of death was mycotic aneurysms with positive blood cultures. The device was not returned for evaluation.

Manufacturer narrative:
Section b1: correction. There was no product problem reported. Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, cardiac arrest, and patient outcome, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined. The system controller event log file contained data from (B)(6) 2022 to (B)(6) 2022. Multiple, transient low flow alarms were recorded on (B)(6) 2022; however, a specific cause for the low flow alarms could not be determined through this evaluation. No other notable events or alarms were recorded. The pump appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including sepsis, infection, and death. This section provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.